Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (h10h04037 and h10g15043) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Event description:
This is a spontaneous consumer report from the USA of difficulties with peritoneum cavity (coded as peritoneal dialysis complication), peritonitis and acute kinked intestine (coded as other disorders of the intestine) in a (B)(6) male patient coincident with dianeal pd4 ultrabag therapy. On (B)(6) 2010, the patient began treatment with dianeal pd4 ultrabag (lot number, dose and frequency not reported) intraperitoneally for peritoneal dialysis. During a call with baxter customer services, the consumer reported the following. On an unreported date, he experienced a kinked intestine, peritonitis, and difficulties with the peritoneum cavity. On an unreported date, peritoneal dialysis therapy was withdrawn due to the difficulties with the peritoneal cavity. On (B)(6) 2010, the patient was hospitalized for the peritonitis. Treatment was not reported. On (B)(6) 2010, the patient was discharged from the hospital. On an unreported date, the peritonitis was resolved. Outcome for the events of kinked intestine and difficulties with the peritoneum cavity were not reported. The patient did not provide an opinion of causality for the events of difficulties with peritoneum cavity, peritonitis and acute kinked intestine.